Event description:
It was reported the pt experienced withdrawal, nausea, a slight stabbing pain in the back, and an increase in pain. The pt used supplemental medication to decrease the symptoms. X-rays showed the catheter had fractured. The hcp indicated it may have been caused by a "pinch of spinous process". The pt stated a portion of the catheter was in the pt's "cfs of the lumbar area of the spine". The catheter was revised/replaced. It was unclear if the hcp removed the piece of catheter or "pieced together" with a new catheter. The pt stated the pump may be repositioned at the same time, as the cap of the pump was near the pt's ribs and caused discomfort. The pt recovered without sequela.